Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What are the patient age, weight, bmi, past medical and surgical history? What tissue layer was the unknown suture used on during initial procedure? How was the dehiscence diagnosed? What was the date of the second procedure? Can you describe the appearance of the suture during the second procedure? What is the surgeon opinion as to contributing factors to the symptoms? Can you identify the name/ product code/ lot number of suture used? Do you have any samples for evaluation? What is the current condition of the patient?

Event description:
It was reported that the patient underwent a removal of internal fixation of right patella procedure on (B)(6) 2019 and suture was used. The suture was used intermittently to sew the incision. The suture broke 2 days after procedure. There was a little blood issued when the first stitch of suture broke at the time of the patient's going to the bathroom. The incision was sterilized and sutured again. Additional information has been requested.